Event description:
While injecting contrast via a power infuser, the extension tubing burst and the IV had to be restarted.

Manufacturer narrative:
During a radiology procedure, contrast media was injected via a power infuser into the IV extension tubing. The tubing burst and the IV site had to be restarted. This IV extension set is a component in a custom kit and is manufactured by carefusion. They have been notified of this incident. The device is not power injector rated. We have not had any other similar incidents reported to us for this device. There was no injury to the patient but in an abundance of caution this medwatch is being filed.